Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that their administration set had leaked near the free flow protector. Mmd did follow up with the initial reporter and they stated that the patient had been nauseated when they woke up in the morning but that ultimately there were no adverse effects to the patient due to the complaint. No further information was provided. (B)(4).